Event description:
The customer reported that the trs-robo-8, anchor tissue retrieval system device, was being used during a laparoscopic gallbladder removal procedure on (B)(6) 2025 when it was reported, ¿this is now the 4th bag that the doctor has ripped. It keeps ripping at the bottom seam.¿ further assessment questioning found that the device did not fragment or fall into the surgical site. The specimen did however, fall back into the patient and cause contamination. The procedure was completed and there was no report of medical or surgical intervention. This report is being raised due to the reported injury of the patient¿s abdomen being contaminated from the specimen rupturing and falling back into the patient.

Manufacturer narrative:
Reported event of ¿ripping at the bottom seam¿ was inconclusive. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode; however, one was confirmed. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 52 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the trs-robo-8, anchor tissue retrieval system device was being used during a laparoscopic gallbladder removal procedure on (B)(6) 2025. When it was reported, ¿this is now the 4th bag that the doctor has ripped. It keeps ripping at the bottom seam.¿ further assessment questioning found that the device did not fragment or fall into the surgical site. The specimen did however, fall back into the patient and cause contamination. The procedure was completed and there was no report of medical or surgical intervention. This report is being raised due to the reported injury of the patient¿s abdomen being contaminated from the specimen rupturing and falling back into the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.